Event description:
A report was received that the patient's charger would not stop beeping over the implant site. It was found that the ipg was buried too deep from a previous revision. The patient will undergo a revision procedure.